Event description:
On 8/29/1998, the facility's nurse informed the MFR's sales rep of the following: the device was implanted without complication. The pt was taken to magnetic resonance imaging. Once under magnetic resonance imaging, the pt complained of a burning sensation and redness at the catheter sight in the right internal jugular. The catheter was left in the pt and was found to be functioning properly. No further details were provided at this time.